Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not boot up. Performing multiple restarts resolved the issue temporarily. The fse went onsite in another case and performed troubleshooting, which revealed the issue with power distribution unit. To resolve the issue, the fse replaced the mpd control unit in another case, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.